Manufacturer narrative:
The femoral knee suffered a transverse fracture of the medial condyle at the posterior distal chamfer. Fractographic evaluation revealed the mode of failure to be fatigue. No material or manufacturing defects were evident. At this time, jjpi considers this file closed.

Event description:
Revision knee surgery was performed due to fracture of femoral component.